Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of pain and metallosis. There is no new information that would change the existing MDR decision. Records are available for further review.

Event description:
Patient was revised to address pain. (Left hip).

Manufacturer narrative:
Correction: (B)(6). The devices associated with this report were not returned. A previous review of the device history records for the (B)(4) lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the metal insert part and lot code combination; one additional report for the head part and lot number combination. However, review of the as400 system show that 13 other devices from the reported head lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Review of the device history records for the head part/lot found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pff and sticker sheets received. In addition to what were previously alleged, pff alleges infection requiring antibiotics, metal wear and metallosis confirmed in the medical records. It is also being alleged that the cup and stem were loose; however, previously reported medical records did not indicate any loosening of the cup and stem. The stem, cup and hole eliminator are being reported due to alleged infection. Doi: (B)(6) 2009; (B)(6) 2012; left hip.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of the stem and cup.